Event description:
It was reported that the fenestrated bipolar forceps instrument would not grip tissue. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering was able to open and close the instrument grips by manually rotating the inputs. System tests could not be performed since the instrument was returned with no uses remaining. The cable tension was slight low, which is not unusual for an instrument with no uses remaining, however, the stretched cables may have affected the grasping force. Results and conclusions: engineering also observed that one side of the distal end of the instrument main tube has a 3.5 inch long section with material removed. The damaged area is located directly above the proximal clevis, parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.